Event description:
It was reported the patient¿s first implantable neurostimulator (ins) lasted for 5 years and the second ins had only lasted 13 months. The ins was reported to have depleted prematurely. The patient¿s settings were 2-, 1+, 5.6 volts, pulse width of 90, and frequency of 160 hz. The patient¿s device was turned off at night when he was sleeping; approximately 10 pm to 6 am. It was reported the patient was part of a mobility study and he had to wear a device around his neck that would talk to the computer while he was walking on a treadmill for 2-3 hours. The patient¿s stimulation was on and everything was fine during the test. The patient turned his device off as normal and when he attempted to turn it on the next morning he could not. A manufacturer representative tried with a clinician programmed but no communication could be made. It was noted at the patient¿s replacement procedure the contacts were extremely dirty with blood and body tissue in the connector block of the ins. Additional information received about 2.5 weeks later reported they were unsure if the device the patient wore around his neck during the mobility study caused the ins to deplete of if it was a coincidence. The device the patient wore around his neck was reported to be a bluetooth radio with a micro sd (secure digital) memory card for saving the data. The patient also wore a pedometer that sensed and recorded his body position. It was noted the patient was doing well and receiving effective therapy following replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) indicated ¿no evidence of internal shorting or other cell anomalies was found.¿ it was further indicated the ¿internal condition was similar to a normally discharged cell¿ and ¿no failure mechanisms were identified.¿ it was stated destructive analysis found ¿the cell was dry and the separator in excellent condition¿ and the ¿carbon pellets were hard and the lithium anode was almost completely utilized.¿ it was further stated ¿the feedthrough appeared clean and measured greater than 20 mega ohms dc resistance between pin and case.¿ it was reported analysis of the ins battery found ¿normal cell depletion.¿ it was further reported that longevity estimates performed using the returned parameters estimated the ins longevity as 28 months with 16 hours of use per day. It was noted the implant was used for 13 months prior to explant, indicating the calculated ins longevity was not met. It was stated the cause was ¿unknown.¿